Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis confirmed the clinical observation. In particular, the available iegms revealed the presence of noise in the rv channel since episode 1 on (B)(6) 2020, five days after the device had been implanted. The detection of noise signals led to the delivery of one defibrillation shock and three atp therapies. Based on the morphology of the noise signals, the root cause was not determinable. Neither a lead damage nor a loose connection between the lead and the ICD header can be excluded. Should further relevant information become available, this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 2 months after the implantation the patient received an inappropriate shock due to oversensing. Defibrillator function of the device was deactivated to avoid unnecessary shocks.